Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, post-paced t wave oversensing was noted on the device. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming change was recommended. No further information is available.